Event description:
The manufacturer received information alleging a trilogy evo ventilator failed preventative maintenance. The active exhalation control module calibration test during preventative maintenance. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, it was determined that the active exhalation control module failed calibration. The service engineer recommended replacing the three-way solenoid valve and proportional valve in order to resolve the issue. A repair quote was sent to the customer and awaiting confirmation to proceed with the repair.